Event description:
The customer reported that the 9800 system c-arm was unstable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The motion control board was replaced during the service call.